Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device was programmed with the correct time/date and monitored for one day. No time loss/gain or unexpected battery power loss anomaly noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with unknown blood glucose. The customer stated they put battery and noticed insulin pump stopped working and something wrong with insulin pump. Customer also stated insulin pump had time clock anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(4)2019. Customer¿s blood glucose level was 1500 mg/dl when they admitted to the hospital. Customer also stated that they had urinary tract infection. The customer stated they put battery and noticed insulin pump stopped working and something wrong with insulin pump. Customer also stated insulin pump had time clock anomaly. The insulin pump will be returned for analysis.